Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed with no shock delivered. Reprogramming was performed. There were no adverse consequences reported for the patient due to this. Post-sensed t-wave oversensing was seen again a year later. Programming changes were recommended but were not made.

Event description:
New information received indicated that programming changes were made but did not resolve the issue. The physician decided to cap and replaced the lead on (B)(6) 2016. The ICD was electively replaced to avoid a future replacement of eri. There were no issues with the ICD and will not be returned. The patient's condition was good.